Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
This report is submitted on may 18, 2023.

Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2023 and the patient was reimplanted with another cochlear device during the same surgery.